Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 07/30/2025, patient's father reported of ilet being cracked and unresponsive. Replacement arranged after verifying address; delivery and return process explained. The agent educated the patient on replacement management and confirmed understanding. Patient uses dexcom g6 for blood glucose (bg) verification and has backup therapy. Picture of cracked ilet documented in case files. Bg was not affected. No symptoms experienced during event and no medical intervention required.